Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 had failed and displayed a "not detected on bus" error, with no light-emitting diode indicators present on any drawer controller boards or the main pyxibus board. The field service engineer (fse) replaced the affected drawer controller boards along with the main pyxibus board. After power was restored, all led indicators and system communication were verified as functioning correctly. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 4.1 and 4.2 failed and were unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.